Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in this incident, it was determined that the patient continued to display as discharged because a discharge value was still present in the app server profile. A technical support specialist (tss) dialed into carefusion coordination engine (cce) and explained that the system continued to honor the discharge date and time, and that the only known method to clear this within the es system was to use double quotation marks in the discharge field. The customer reported having custom logic using the pv1-45 field in the a13 message that was intended to retrigger rde messages, but the issue continued. Since this involved hl7-specific behavior, tss escalated the case to the interface team. The interface team confirmed that the setting to clear the discharge date was configured correctly and advised that if the a13 message did not include a discharge date in pv1-45, the patient should be readmitted on the es server. No issue on the device. The system functioned as intended after the technical support specialist and interface team investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, a patient had been discharged accidentally an undo message was sent. The customer stated that despite these messages being sent, the orders continued to display as discontinued in es and at the station the following morning. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.